Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. It was reported the device was used on a patient, however there was no report of harm to the patient. A final quality evaluation was performed on (B)(4) 2011. The complaint could not be confirmed as per returned sample. No sign of burst balloon was observed upon receipt and inspection. Balloon remained intact and functional when inflated with 35cc of air. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4) will continue to observe for trends regarding these complaint types. This MDR is being reported as a result of a retrospective review of complaint records conducted by (B)(4) for complaints received from (B)(4) 2011- (B)(4) 2013.

Event description:
It was reported that the balloon burst.